Event description:
Two handpieces were returned with info that one handpice became warm to the touch by the end of a cataract extraction procedure and was pulled from service; the other handpiece would not calibrate at the beginning of a cataract extraction procedure. Both handpieces were replaced.